Event description:
It was reported that the 9800 system intermittently had dark images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.